Event description:
The first needle malfunctioned and did not produce a specimen, so another needle was used under real-time ultrasound guidance, four passes were made with an 18-gauge corvocet core biopsy needle, 2.0 cm throw, without the use of a 17-gauge introducer needle.